Manufacturer narrative:
One device were received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the shaft of the device was broken. All pieces were still attached. The reported condition was confirmed. The investigation found the shaft of the device was broken. All pieces were still attached. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's shaft broke from the handle outside the trocars. No patient injury.